Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a back procedure with inappropriate high voltage therapy. Upon review, the implantable cardioverter defibrillator oversensed electromagnetic interference from an external source and delivered a shock. No intervention was performed. The patient was in stable condition.